Manufacturer narrative:
Additional information was received that the patients remaining fractured lead was explanted. The physician suspected device malfunction.

Event description:
A report was received that during an explant procedure (MFR #: 3006630150-2017-01386),a lead was fractured. The physician opted to leave the fractured lead inside the patient's body. No further course of action at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an explant procedure (MFR #: 3006630150-2017-01386),a lead was fractured. The physician opted to leave the fractured lead inside the patient's body. No further course of action at this time.